Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: it is unk if a drill guide was used when drilling into the bone. A drill bit fracture can be caused by one or more of the following: excessive force applied during usage. Continued operation of the drill after it was stuck against hard material. Rapid reversal of direction of rotation when the device is stuck. Excessive bending. Device were due to usage with time. Low speed / high torque of operation. Based on the info provided, a definitive cause for the fracture cannot be determined with certainty. Eval: as returned, the drill bit is fractured in the fluted portion approx one inch from the tip. The bit exhibits heavy gouges on the flutes. Material hardness was found to be within specification. The device history record was reviewed and found to be conforming to the mfg, inspection, and packaging specifications. Scanning electron microscopy was performed on the fracture surface. The surface indicates the event may have occurred from fast overload fracture.

Event description:
It is reported that the drill bit fractured during use.